Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located in the anterior right and left cornu and tightly embedded are metallic wire and coiling consistent with a essure') in a 43-year-old female patient who had essure (batch no. C35387) inserted for female sterilization. The patient's medical history included adenomyosis, paratubal cyst, menometrorrhagia, dysmenorrhea and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (total, laparoscopic hysterectomy with bilateral salpingectomy and post hysterectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: number of trailing coils on the right side is 7. Number of trailing coils on the left side is 10 most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: "previously reported event medical device removal is updated to device embedded". Reporter, lot number , medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: case was upgraded as serious incident, previously reported event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located in the anterior right and left cornu and tightly embedded are metallic wire and coiling consistent with a essure') in a 43-year-old female patient who had essure (batch no. C35387) inserted for female sterilization. The patient's medical history included adenomyosis, paratubal cyst, menometrorrhagia, dysmenorrhea and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (total, laparoscopic hysterectomy with bilateral salpingectomy and post hysterectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: number of trailing coils on the right side is 7. Number of trailing coils on the left side is 10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.